Event description:
During an unknown procedure, it was reported by the affiliate that the black tube was broken. There was no pt consequence.

Manufacturer narrative:
H6; code 100: damaged internal tube. Facility experienced an event with endopath* endoscopic linear cutter on while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 972941. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; coartridge condition, broken; cartridge return batch number, j0094x and instrument number, 0040. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument's black tube reportedly "broken" during surgery. The instrument was returned with the external tube partially ripped off, with an unknown type of plastic cannula on the tube, with a cut in the instrument tube, and with the rotation knob out of alignment with the tube. The returned cartridge had the back part broken off. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fired, cut, and formed the staples within design specifications. The instrument was disassembled to examine the internal components and no deformations could be identified. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.